Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5172519/ 5173521. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 23928475.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.